Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 it was reported that the patient had a new pump implanted.

Manufacturer narrative:
Analysis identified lubrication and/or wear and/or corrosion issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturers¿ representative regarding a patient who was receiving morphine ¿20,000.0 microgrammes¿ at ¿3,803 microgrammes¿ via an implantable pump. It was reported a motor stall occurred. The patient complained of increased pain and said he heard an alarm. He went to the hospital and when the physician made pump telemetry, the stopped pump period may exceed tube set message was seen. The physician couldn¿t get the pump to work. The estimated elective replacement indicator (eri) was 14 months. The patient status was alive ¿ no injury. It was noted the patient was on increased oral medication.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.